Manufacturer narrative:
Returned product consisted of an agent drug coated balloon (B)(4). The device was in two pieces. The balloon was tightly folded. Microscopic and visual inspection of the device consisted of checking the device for damage along the tip, balloon, shaft, and hypotube of the device. The hypotube was completely separated 125 cm from the tip of the device, and numerous kinks in the hypotube. The fracture faces were oval, as if kinked prior to separation. Inspection of the remainder of the device found no damage or irregularities. The reported separation/detachment was confirmed.

Event description:
It was reported that a balloon shaft break occurred. A percutaneous coronary intervention was being performed on a lesion in the right coronary artery. The 3.00 mm x 30.00 mm agent balloon was introduced to the lesion, but it was difficult to reach to the lesion. During advancement, the shaft of the balloon broke. The balloon was removed and the procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon shaft break occurred. A percutaneous coronary intervention was being performed on a lesion in the right coronary artery. The 3.00 mm x 30.00 mm agent balloon was introduced to the lesion, but it was difficult to reach to the lesion. During advancement, the shaft of the balloon broke. The balloon was removed and the procedure was successfully completed with a different device without issue or patient injury.